Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 455 mg/dl. Customer stated that his blood glucose was running high this morning. Customer tried to do a bolus later in the day and got a motor error. Customer stated that he has not been able to treat. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the pump passed the displacement test and self test. Motor error alarm did not occur during priming. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.